Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One video of an nxt groshong catheter was returned for evaluation. An initial visual observation of the video showed the catheter being infused with a clear liquid and a spraying leak was observed a few inches distal to the proximal end of the catheter. The proximal end of the catheter was observed to be connected to an assembled two-piece nxt connector. While the exact cause of the leak in the catheter could not be determined from the returned video, possible causes of the leak include stylet damage, sharp instrument damage, and over-pressurization. A lot history review (lhr) of recz3057 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that catheter leaked fluids. Device was not used on the patient.